Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the customer explanted the product on (B)(6) 2019 without notifying medtronic until (B)(6) 2020. It was noted that the device was discarded of. No further complications have been reported as a result of this event. Additional information was received from the healthcare provider via the device manufacturer representative indicated that the patient the patient was admitted due to fevers (maximum of 103), swelling and brown liquid draining from the pump site. The patient was given antibiotics and complete removal of the pump without replacement, wound washout and closure for secondary infection (methicillin-sensitive staphylococcus aureus) was performed. The issue was resolved and the patient was alive with no injury. No further complications have been reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the information provided from the healthcare provider via the device manufacturer representative indicated that the medication in the pump was gablofen (2000mcg/ml at 199.7 mcg/day) via an implantable infusion pump. No further complications have been reported.